Event description:
Additional information was received. It was reported that when the physician replaced the pump, he didn¿t want to change the catheter because there would be ¿too many incisions¿. Following the pump replacement, the patient never quit having pain. A dye study was done and it was found that the catheter was cut and had a ¿granuloma cyst¿ at the end of it. The drug was going into the tissue and nerves. It was stated that the catheter was replaced, but it was also stated that the catheter had been left in place because of the ¿granuloma cyst¿ that had attached to the catheter and entwined in the spine. It was reported that, after surgery, the patient still had pain, wasn¿t getting any relief, and the patient had a ¿golf ball¿ sized lump in her back. It was stated that the healthcare professionals (hcps) went in and found that the catheter had ¿unplugged¿ itself from the pump. So after about a week and a half, the catheter was replaced again. After that surgery, the patient still wasn¿t getting relief, because medication couldn¿t be put in the pump. The physician couldn¿t refill the pump, even with the aid of an ¿x-ray machine¿. There had only been one successful refill, but it had resulted with the patient being ¿stabbed¿ about fifteen times in the stomach. At the time of report, the pump had been ¿shut down¿ and there was nothing in it. It was stated that the patient was scheduled for a myelogram on the following monday, but she wasn¿t sure if she¿d want to have the pump fixed if there was something wrong with it. The patient had suffered so much and could no longer stand more than five to ten minutes. It was reported that the hcp was unsure if they would be able to remove the catheter from her spine.

Event description:
Additional information reported that right after implant surgery the physician did a dye study and found that catheter had been cut during the replacement surgery. Two weeks after implant a new catheter was placed. Following the catheter issues the patient had a return of pain symptoms from the principal fall. Throughout the catheter issues two pump fulls of drugs drained into her system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Issues concerning the previously reported pump refill difficulty no longer apply to this event as they are captured via the previously submitted manufacturer report # 3004209178-2013-17882. (B)(4).

Event description:
Additional information was received. It was reported that the patient¿s pump was removed four to five weeks prior to report. The patient cried for weeks because the pump was removed and she wanted to have a pump again. It was stated that, with the pump, the patient was able to do lots of things, but since she didn¿t have a pump anymore, she didn¿t have a life anymore. The reporter stated that the patient was ¿going to the bathroom on herself¿, though the meaning of this was unclear. It was also indicated that the patient was dissatisfied with her hcp service as she had been treated badly by one physician. Another physician couldn¿t refill the pump and ¿butchered¿ the patient ¿like an animal¿. He reportedly used an x-ray and still couldn¿t refill it with two manufacturer representatives there. For another refill, a nurse poked the patient 15 times, drew blood, and stuck it in the pump. In addition, it was reported that the previous pump was changed by a physician who reportedly wasn¿t a surgeon. There had been a granuloma at the end of the catheter. The catheter was cut and replaced with the pump at that time. After that, a knot formed in the patient¿s back and was notably painful. A dye study was performed and it was found that the catheter was cut and had dislodged from the pump. Additionally, the catheter tip was floating around in the patient¿s spinal cord.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the pump had been replaced due to end-of-service, but the catheter was left in place. Shortly afterward, there was reportedly a catheter issue. A new catheter was placed, but the old catheter was left in. It was stated that the patient was still having issues following the replacement. The patient¿s physician performed a dye study and was unable to obtain cerebrospinal fluid. The pump was then set to minimum rate and the patient was sent to see her spinal surgeon. At the time of report, the patient was being managed with oral medications, because the patient had a granuloma that the surgeon was working with her on. It was stated that the patient was unsure if she wants to continue therapy due to her past bad experiences. The reporter stated that the patient was doing fine and would continue working with her spinal surgeon. Seventeen days later, it was reported that the patient was seeing a new physician who was helping her as much as he could with the cut catheter. It was also stated that the pump was off and the cut catheter was still in the patient. It was indicated that the patient had been fighting with pain for over a year.

Manufacturer narrative:
The additional information stated that the previously reported pump had already been replaced when the event took place. The serial number and additional information for the new pump was unknown. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID neu_unknown_cath, product type: catheter. Product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that the patient had several revisions trying to get the catheter unkinked. The patient was to have an MRI to possibly evaluate the catheter as she had trouble with it in the past. It was noted that the patient's "t<(>&<)>l" was gone, though it was unclear what this meant. The system was delivering morphine.

Manufacturer narrative:
Product ID: 8709 serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).